Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A revision surgery was performed in which a new 4 cm cuff was added to the aus system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The new cuff was added due to the patient was still leaking. There were no further patient complications.